Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the camera cart monitor turned off during surgery. The camera and the rest of camera cart remained on. The site was able to continue with stealth usage. Troubleshooting steps were performed. Technical services (ts) had the manufacturer representative (rep) confirm the camera cart power cable was well seated; it was reseated with no change. All lights on camera cart uninterruptible power supply (ups) illuminated green. The rep swapped monitor power cable from v5 to v1 with no change. The rep connected main cart monitor power cable to camera cart monitor and still saw no power. The camera cart monitor power cable was able to power main cart monitor. The rep confirmed the camera cart monitor was gen 4. The likely cause of the issue was the monitor. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer installed a third-party monitor on the system. The monitor was displaying a "usb over current notice" message on it due to the third-party part.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.